Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter issue occurred. The 85% stenosed, 3.0mm x 40mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. An opticross hd imaging catheter was selected for an ultrasound examination of the target lesion. During the procedure, it was noted that the tip was detached. A balloon catheter was inserted and withdrew been pressed removing the detached tip. There were no fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the unit returned with the sheath cut, however, the sheath and distal section of the device did not return. Microscopic inspection revealed that the sheath and the imaging core were cut. The client provided media showing the hub section of the device, but it did not present any evidence of the reported issue.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed, 3.0mm x 40mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. An opticross hd imaging catheter was selected for an ultrasound examination of the target lesion. During the procedure, it was noted that the tip was detached. A balloon catheter was inserted and withdrew been pressed removing the detached tip. There were no fragments left inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition following procedure was stable.